Event description:
The customer reported an IV tubing with broken port or connection. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.